Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Complete pump reset information was provided by technical support, and the caller will perform the reset at their convenience, planning to follow up if the issue continues.